Event description:
It was reported that the insulin pump emitted a constant tone. Troubleshooting was performed. After changing the battery, the display went blank. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the mother board. No constant tone was noted.